Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Received only 7cm of the catheter funnel part. Using needle syringe, introduced water into the inflation funnel and observed that water able to flow thru the inflation lumen without difficulties. No abnormalities found on the lumen. However, further functional testing could not be performed due to poor sample condition. A review of the lot file showed no rejects or rework associated with this issue. For the affected date code, the rejected units were recorded as in process scrap and will be disposed of after inspection. No non-conformities or discrepancies were identified in any of the dhrs. Therefore, no additional action required at this time. Corrections made to tab(s) d and h. Initial reporter complete facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, immediately after placement of the foley catheter, when tried to inject sterile water, but it failed and back flowed through the valve as there was a difficulty pouring the water. The tip of the catheter was cut off on-site also it had difficulty in removing water.

Manufacturer narrative:
Initial facility reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, immediately after placement of the foley catheter, when tried to inject sterile water, but it failed and back flowed through the valve. The tip of the catheter was cut off on-site also it had difficulty in removing water.